Event description:
It was reported that the patient passed away. The outcome was device related and was likely due to left ventricular assist device (lvad) thrombosis. It was noted that the patient was a prohibitive candidate for surgery and comfort measures were pursued due to persistent worsening of symptoms. Patient went for comfort care, and all life sustaining interventions were discontinued leading to patient's death on (B)(6) 2026 at 19:18.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.